Event description:
It was reported that the patient presented for replacement of the pulse generator due to premature battery depletion. The device was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis at various pulse amplitudes measured current level within normal range, and no indication of premature depletion noted. A longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.